Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient was implanted with one (1) 3.5 mm olecranon plate locking compression, seven (7) locking screws, and one (1) cortical nonlocking screws on the left elbow. On (B)(6) 2018, the patient will have hardware removal due to prominence and ulnar neuropathy. This report is for one (1) unknown - plates: 3.5 mm lcp olecranon plate. This is report 1 of 3 for (B)(4).

Event description:
The plate used was a 2-hole 3.5 locking compression plate (lcp) locking plate. Concomitant device: biomaterial/cement (part: unknown, lot: unknown, quantity: unknown).

Manufacturer narrative:
Additional information provided. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated event description. Investigation summary: no product was returned; the investigation was performed based upon a review of the received medical images attached to the main complaint. Upon review of the medical images, the report of implant prominence cannot be confirmed the cause for the reported adverse event is not able to be determined. There is no allegation of device defect, deficiency or surgical technique error associated with this complaint. As there is no device malfunction alleged and no associated surgical technique error. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
On 11/19/2018: updated event description: it was reported that patient will have a hardware removal (hwr) due to prominence, mechanical symptoms, ulnar nerve compression. The patient was implanted with one (1) 3.5mm olecranon plate locking compression, seven (7) locking screws, one (1) cortical non-locking screw, and an unknown cement on the left elbow on (B)(6) 2018. No other information available at this time. The complaint involves three (3) devices.

Manufacturer narrative:
Customer quality conducted a review of medical images provided. No product was returned; the investigation was performed based upon a review of the received medical images. Upon review of the medical images, the report of implant prominence cannot be confirmed the cause for the reported adverse event is not able to be determined. There is no allegation of device defect, deficiency or surgical technique error associated with this complaint. As there is no device malfunction alleged and no associated surgical technique error, a design and clinical risk management (dcrm) review will not be completed. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a3.5mm locking compression plate (lcp) olecranon plate, seven (7) locking screws, one (1) cortical non-locking screw, and cement for the left side on (B)(6) 2018. Patient was scheduled to return to surgery on (B)(6) 2018 for hardware removal due to prominence , mechanical symptoms, and ulnar nerve compression. It has not been confirmed that the removal surgery did occur on that date. Concomitant device: cement (part unknown, lot unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date received by manufacturer for follow-up 1 (2939274-2018-54331) should be october 17, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.